Event description:
It was reported that during a laparoscopic hepatectomy surgery, clip would not close. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Pc-(B)(4). Batch # 209a81. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.